Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 250 units of cold insulin. The customer's blood glucose level was 131 mg/dl. Reportedly, the cartridge was reloaded successfully and the insulin gauge displayed an accurate fill estimate.